Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, at the end of the dilatation (30 seconds) the balloon burst at 7 atm. The balloon was not overinflated or damaged prior to insertion. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with the original device. There were no patient complications reported as a result of this event.